Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they first started using them, that was 26yrs ago.they had it for 2 years, and it helped little at the beginning, but every time they sat down it would cause irritation because it felt like it was going to come out of their skin, and they would have just one way of sitting. .the worst part was when all of a sudden they would get a jolt through their vagina that would cause pain and for them to jump up, and they would try to stop that from happening. They would turn the device down that controls that, and sometimes it made the volts even worse. So when it hit their second year of having it and not working anymore because they were right back at the beginning before they had it implanted, they had it removed.